Manufacturer narrative:
Unable to verify missing segment due to flashing white light on the display. The insulin pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller printed circuit board. Device received with scratched case, pillowing keypad overlay and cracked case behind the pump near the battery tube compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of partial display. The customer's blood glucose reading was 100 mg/dl. The customer stated that anomaly persisted after battery change. After self-test, the pump had missing segments. The insulin pump was returned for analysis.